Manufacturer narrative:
Per the customer's request, the device was returned but not repaired.

Event description:
The customer contact reported a burning smell and smoke, and the device audibly alarmed. This does not indicate a reportable event. However, during verification testing, a strong burn smell was confirmed. Visual inspection found a burnt power supply, burnt driver board, and burnt smoke on the mechanism chassis. The probable cause was a possible electrical short on the power supply printed wiring assembly (pwa). Additionally, the pump generated a continuous alarm when plugged into ac power. The probable cause for the alarm was the burnt power supply and driver board. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.